Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane connections and the system power supplied were evaluated during the service call. The system was tested and found to be working as intended and put back into service.